Manufacturer narrative:
Correction: the file has been reassessed and determined to be not reportable. Please disregard initial MDR.

Event description:
It was reported that the device had a broken latch. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a broken latch. There was no patient involvement.